Manufacturer narrative:
The device was received by anspach. Reliability engineering evaluated the device, and the reported locking problem was confirmed; the motor exhibited damage to the locking mechanism that is consistent with either improper cutter insertion or power braking. However, the complaint regarding noise could not be confirmed because the motor would not run. The unit had damage to the flex circuit assembly that is consistent with immersion, and the outer hose was torn. This is indicative of improper cleaning and handling of the device. If add¿l info is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating the device was ¿noisy and the lever lock was defective.¿ the device was not being used during a procedure. No patient or user injuries were reported. There was no add¿l info provided.